Event description:
The customer reported obtaining cartridge chemistry (cc) "cuvette not dry before first reagent dispense" error from the unicel dxc 600 synchron system after changing the wash station wiper. A bekman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone and advised the customer to check reagent probes. The customer reported noticing fluid in the drip tray of the instrument under the probes. The customer was wearing gloves at the time of the event and no injury or direct contact with the leak was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Customer technical support (cts) advised the customer to re-seat the reagent syringe and prime the instrument. The customer stated that the reagent syringe was found to be loose and no further leaks were observed following re-seating and tightening of the reagent syringe. The customer also noticed a bubble in the syringe and was advised to remove the bubble from the reagent syringe and prime the instrument. No further bubbles were observed. The customer is unaware of how the reagent syringe became loose as the customer did not perform any maintenance to the reagent syringe prior to the leak. A field service engineer (fse) was not dispatched to the customer's site for this event as the customer was able to resolve the issues with the assistance of cts over the telephone. Beckman coulter internal identifier for this report is (B)(4).